Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.5cm was returned for analysis. External insulation abrasion was noted at 10.8-12.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was damaged and the inner coil was exposed at this location.

Event description:
It was reported that during a device change-out procedure, an insulation anomaly was observed. The lead was capped and replaced successfully. The patient condition was stable.